Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of right atrial (ra) lead, an alert triggered for atrial lead impedance measurement out of range. All impedance readings before and after the alert date are in range. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: if information is provided in the future, a supplemental report will be issued.